Event description:
It was reported that the customer was receiving battery out limit alarms and experienced a blank display on the insulin pump. The customer's blood glucose was 98 mg/dl. Troubleshooting was done. The customer stated that the battery out limit alarm occurred after doing a battery change. The customer stated that the batteries were most likely out of the insulin pump greater than the duration allowed by the insulin pump. Thus, informed the customer that this was normal insulin pump behavior. Advised customer to insert a new aaa (B)(6) battery, and the customer stated that the display returned. Advised customer to monitor the insulin pump. Advised a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.